Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at the appropriate depth. A balloon aortic valvuloplasty (bav) was performed for paravalvular leak (pvl) and caused the valve to dislodge to a -1 mm depth. Subsequently, a second valve was implanted valve-in-valve at a lower depth. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained with the valve sn with the subsequent expiration and device manufacturing dates. These were added to the report. The event date was also updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.